Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade IV.

Event description:
Healthcare professional called to report a left-side rupture and capsular contracture baker grade IV. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional called to report a left-side rupture and capsular contracture baker grade IV. Device explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h.3, h.6. Device evaluation: the device related to the reported event of rupture and capsular contracture was received on august 17, 2023, with lot number 1435691. Based on the device analysis grid, the assessments of the complaint are: rupture: not observed openings during analysis. Capsular contracture: unable to observe as it is not related to the device. Additional observations: observed creases on the device. Observed deformation on the device. Observed wear abrasion on the device. No further actions are required since no manufacturing issue is observed.

Event description:
Healthcare professional called to report a left-side rupture and capsular contracture baker grade IV. Device has been explanted.

Event description:
Healthcare professional called to report a left-side rupture and capsular contracture baker grade IV. Device explanted.